Manufacturer narrative:
Orthalign reviewed the details of the incident with the reporting party, (B)(6), who is the sales representative that was present in the case at the time of the event. The sales representative had reviewed the circumstances of the event with the attending surgeon immediately after the surgery. No issues were detected with the condition or operation of the orthalign plus system during the procedure. It was reported that all instruments performed as intended, and there were no complications with the orthalign plus system besides the pelvic fracture. The surgeon noted the gender and relatively small size of the patient's pelvis, and suspected that these may have been contributing factors to the fracture. The incident occurred in (B)(6). The instruments used in the surgery are currently still in (B)(6). Orthalign has requested return of the involved instruments for evaluation and is presently awaiting their return. The sales representative noted that he did not suspect the instruments had any defect or damage. Note that "reuse", refers to the reusable orthalign plus instrument set,catalog number 403007, and not the single-use navigation unit, catalog number 403001. Usage of the navigation unit was "initial use of device". Usage of both catalog numbers was as intended.

Event description:
There was a pelvic fracture on the operative side of a patient in a total hip arthroplasty procedure navigated by the orthalign plus system. While the surgeon was impacting a 50mm acetabular cup implant into the socket, the pelvis fractured from the vicinity of the orthalign plus jig's pin fixation site down to the acetabulum. The fracture was oriented from superior-posterior of the acetabulum in an anterior-inferior direction down to the edge of the acetabular socket. The fracture was discovered intra-operatively, immediately after it occurred. The orthalign plus system jig was removed from the pelvis. The operating surgeon implanted a 3.5mm reconstruction plate and 6 screws to repair the fracture. The 50mm acetabular cup implant was then impacted again and the procedure completed using a standard hip arthroplasty approach. The orthalign plus system, having been removed from the patient, was not used any further in the procedure. There was a 30 minute delay to the procedure due to the fracture and its repair.